Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the proximal contact was kinked and the delivery wire was knotted and kinked, which is likely due to handling of the device. The main coil was found to be broken from the detachment zone with some of the detachment zone remaining. This is indicative of a partial detachment and subsequent breakage of the remaining weakened detachment zone. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributing to the main coil breakage. Therefore, a root cause of operational context has been assigned to the observed issue. Based on the device analysis, the reported coil migration cannot be confirmed as it is possible that the coil did not migrate, but rather partially detached and was withdrawn during removal of the delivery wire resulting in the reported issue.

Event description:
The subject coil was uneventfully delivered to target lesion and successfully detached inside the aneurysm sack. It was confirmed under the fluoroscopy that the coil was detached from the delivery wire. During removal of the delivery wire it was confirmed under fluoroscopy that the coil remained inside the aneurysm and did not move. However, after the delivery wire was removed, it was noticed that part of the detached main coil (approximately 4 cm) was migrated from the aneurysm sack into the microcatheter. The coil and the microcatheter was removed from the patient as one unit with no clinical consequence to the patient.

Event description:
The subject coil was uneventfully delivered to target lesion and successfully detached inside the aneurysm sack. It was confirmed under the fluoroscopy that the coil was detached from the delivery wire. During removal of the delivery wire it was confirmed under fluoroscopy that the coil remained inside the aneurysm and did not move. However, after the delivery wire was removed, it was noticed that part of the detached main coil (approximately 4 cm) was migrated from the aneurysm sack into the microcatheter. The coil and the microcatheter was removed from the patient as one unit with no clinical consequence to the patient.